Event description:
Information noted no visible r-waves and capture anomaly was also observed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for chronic afib and had experienced a near syncopal episode. It was noted that previously the patient had an av nodal ablation performed. During the clinic check, lead dislodgement was observed. The lead was explanted and replaced. The patient was fine post-surgery and was discharged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.